Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #305211, batch #3299629. It was reported by the customer that there was something in the syringe once it was drawn up: 'it's round and small. It's stuck to the syringe inside. If I pull the medicine down, it stays. Verbatim: rcc received a complaint via email. Email(s) attached. On 04feb2025 was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm- syringe. On 04feb2025, the reporter, who is the hcp, stated, ¿there was something in the syringe once it was drawn up: "it's round and small. It's stuck to the syringe inside. If I pull the medicine down, it stays." Filter needle, lot: 305211, catalog:3299629. Customer responded on 18-apr. Can you please provide an exact date of event in format mm-dd-yyyy? 04feb2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a. Could you please confirm if there are any samples available to send to bd for investigation? Sample will not be forwarded at this time.

Manufacturer narrative:
(B)(6) follow up for device evaluation a report was received indicating the presence of foreign matter within a syringe. To support the investigation, one sample assembled with a 1 ml bd syringe, five photographs, and two charts were submitted for evaluation by the quality team. The needle was detached from the syringe and subjected to a visual inspection. No defects or irregularities were observed. The filter was found to be properly welded to the inner wall of the needle hub. Three of the submitted photographs depict a needle assembled with a syringe, one shows the bottom portion of the syringe, and the fifth presents a magnified image of a gray-colored particle. The two accompanying charts display a peak; however, they do not provide conclusive information regarding material composition or percentage matching. A device history record (DHR) review was conducted for material number 305211, lot 3299629. The review did not identify any quality issues during the production of this lot that could be linked to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the reported issue could not be confirmed.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 3299629. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of foreign matter within a syringe. To support the investigation, one sample assembled with a 1 ml bd syringe, five photographs, and two charts were submitted for evaluation by the quality team. The needle was detached from the syringe and subjected to a visual inspection. No defects or irregularities were observed. The filter was found to be properly welded to the inner wall of the needle hub. The sample was assembled to an empty syringe followed by the aspiration of saline solution. The solution entered the syringe with a normal, uninterrupted flow. Three of the submitted photographs depict a needle assembled with a syringe, one shows the bottom portion of the syringe, and the fifth presents a magnified image of a gray-colored particle. The two accompanying charts display a peak; however, they do not provide conclusive information regarding material composition or percentage matching. A device history record (DHR) review was conducted for material number 305211, lot 3299629. The review did not identify any quality issues during the production of this lot that could be linked to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the reported issue could not be confirmed.